Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient pharmacist contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The cca was advised by the pharmacist that at on unspecified date and time, alleged the patient obtained an inaccurate result of "around 400mg/dl" with the subject meter and "around 100 mg/dl" with another device (ot ultra meter), performed within an unknown of each other. It is unknown if the results would/would not meet lifescan's accuracy criteria as the time difference between the results is unknown. It is unknown if the patient made any changes to his usual diabetes management regimen in response to the alleged product as the patient was unwilling to answer the follow up questions. The pharmacist denied that the patient developed symptoms as a result of the issue; however alleged self-treatment. During the follow up call, the patient confirmed he did not develop any symptoms and confirmed the treatment was a change to his medication which was unrelated to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure; the pharmacist was unable to answer any other troubleshooting questions. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury nor did he receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.